Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received . A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's usb port in the pump was loose and that the pump had to be held in a certain way in order to charge. The customer's blood glucose level was impacted.